Event description:
Sterilize indicator on inside package for femoral component not changed to indicate sterility. Femoral prosthesis (component) was used with okay from co rep and surgeon was comfortable with this.